Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer offline message populated on the cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer offline message populated on the cabinet. A technical support specialist (tss) observed the medbank online in lmi and remoted in to troubleshoot. The medbank application was closed, the network adapters were checked, and the application was relaunched. The drawer offline message was no longer present. The system functioned as intended after the technical support specialist troubleshot the device.